Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported experiencing high standard deviation readings during an exam. The exam was repeated several times until an acceptable value was achieved. There was no harm to the pt. Additional info has been requested.